Manufacturer narrative:
For two events, the investigation determined the following: the water tank hose was kinked so there was not enough water released into the system. The gear pump pressure was low, so probes could not be cleaned sufficiently. Follow up actions for these events include: the water hose was replaced and precision studies were performed. Precision was acceptable. For one event, the investigation determined the following: a perforated tube led to a nozzle leak on the rinse unit. Follow up actions for this event include: the tubing was replaced. Precision improved after the replacement and the customer has not had further issues. For two events, the investigation determined the following: the investigation determined the issue was resolved by the service actions. Follow up actions for one of these events include: the field service representative adjusted the reagent and samples probes, changed parts on the cuvette wash station, and decontaminated the instrument. Follow up actions for one of these events include: the field service engineer checked and made adjustments to both sample probes and verified the system was ok. He verified qc was acceptable. The customer has not reported any further issues. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers continued: (B)(4)

Event description:
This report summarizes 5 malfunction events. Questionable results were generated by cobas 8000 c (701) module analyzers. The events involved ten patient samples with questionable results for the following assays: six for crep2 creatinine plus ver.2, one for ua2 uric acid ver.2, two for albt2 tina-quant albumin gen.2, and two for ureal urea/bun. Three patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. The patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.